Event description:
A malfunction on the pump was reported by the caller, who stated no notable events occurred prior to the issue. The customer declined to answer whether the issue affected their blood glucose levels, leaving the impact unknown. Technical support assisted the caller in resetting the malfunction code, which did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, and they understood the instructions given.